Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Reprograming of the device was discussed and the patient will be evaluated and the next in person visit. This device remains in service. No further adverse patient effects were reported.